Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the device causes cough and a sore throat. The patient stated, "cannot sleep at night because he is not able to sleep without his CPAP unit". The patient stated, "spoke with his doctor and the doctor told him to continue using the device". The patient stated, "he stopped using the device because it causes him to cough and have a sore throat". Patient stated," tried cough drops and adjusting the mask, the most he can use it is 3-4 hours until he develops these symptoms". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported using an ozone-based disinfection device every other night. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.